Event description:
Customer reported on (B)(6) 2023 from us that the elvie stride was not working and caused her nipples to crack and bleed. Customer has not yet confirmed that they went to see a healthcare professional or required any medical treatments.

Manufacturer narrative:
The customer was sent a replacement and a was requested to return the original pump for evaluation. To date, the device has not been returned, and therefore it cannot be definitively concluded that the pump malfunctioned and therefore caused nipples to bleed and crack.